Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a CT scan, during the medical follow-up, revealed that the cement had leaked into the left side of the centrum. The leaked cement stopped at the vein located on the left of the centrum. No further cement leakage was recognized in other blood vessels. The patient underwent the primary posterior thoracolumbar fusion (at the 2nd lumbar spine) treating the 12th thoracic fracture on (B)(6) 2021. The screw was deployed at l2 centrum and the cement was applied as per surgical technique. The procedure was completed without surgical delay. The patient was x-rayed, which showed no issue. This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).